Event description:
The panorama central station used with ambulatory telepacks had an error message displaying "comm lost" on all tiles on the display. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. Corrections include clearing of error logs and recycling power. The system was tested to factory's specifications. It functioned normally and was returned to use.